Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the c2safe adapter message was blocked due to an unsupported message type, and the faulting application was pieservice.exe. The interface engineer (ie) connected to the es interface (cce) and found that services had halted. The ie then reviewed and modified the carefusion coordination engine (cce) service settings. The integration engineer worked with the customer to spin up a new cce vm and configured it to replace the original cce. The ie checked the cce and confirmed that all services were running. Messages were crossing with no delays. The technical support specialist (tss) remoted into the new production cce (pyxis-cce-p02) and verified that adt and orders were current and flowing to es. The system functioned as intended after the interface engineer and technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server new orders did not cross over from epic to pyxis and customer stated that this was a recurring issue. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.